Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, "a large number of air bubbles were observed in the filter", and it was "suspected that this was caused by a leak in the filter". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 and h11. B5: upon follow up, it was reported that no leak had occurred. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed the presence of air bubbles during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.